Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an unspecified problem with the insulin pump. The customer's blood glucose level was 49 mg/dl. The customer treated with orange juice and a sandwich. The customer was able to attach a new set and the blood glucose levels went up to 128 mg/dl. Nothing was replaced or returned.